Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation of the implantable cardioverter defibrillator (ICD) it was noted that the device was in back up vvi mode. The device was reprogrammed. The patient was asymptomatic and remained in stable condition.